Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No frozen display noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the pump. Customer's blood glucose was 394 mg/dl at the time of the incident. Customer cannot resume her pump from suspend and the keypad is unresponsive. Customer's last bolus was about 1 hour ago. Customer did not receive any prior alarms and there was no exposure to moisture. Customer stated that the pump was frozen and she had suspended it before going into the water. Customer had put the pump in a locker and even after taking the battery out and putting it back in the pump, the pump is only showing the last screen she was on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that the time is moving forward. Customer's mother stated that she has made a few adjustments to the settings from what was last written down from the health care professional.